Event description:
It was reported that the user received an occlusion alert while using the ilet with a contact detach infusion set, and the user believed the occlusion occurred due to the device being carried in a pack. Symptoms included no reported change in blood glucose. Outcomes included successful restoration of insulin delivery after changing the infusion set and supplies. Investigation included troubleshooting and education provided by support, including guided replacement of supplies and reconnection. Investigation of this case revealed that the occlusion was resolved only after supply change, consistent with an infusion set flow obstruction associated with the infusion set and tubing pathway. It was concluded, based on previously established findings for similar reports, that the cause was likely user handling or external stress on the infusion set leading to transient occlusion.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.